Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
On (B)(6) 2014, t2 femoral retrograde surgery was performed. There was bone tumor at proximal of the patient femur. Surgeon inserted 8 diameter nail to the patient because femoral canal of the patient was narrow. 3 months after surgery, it was found that the nail was broken. Revision surgery is not planned at present.